Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 reintervention - mitral valve death events for the sapien 3 ultra transcatheter heart valve in the mitral position. The "time to event" (tte, in days) for this event was 342. The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4). Intra-procedural and in-hospital mitral valve re-intervention will typically result from valve malposition or regurgitation (pvl or central, including leaflet restriction). These conditions are known potential risks associated with the use of the thv, delivery system, and/or accessories. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, characteristics of the pre-existing valve or ring, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Valve malposition has the potential to contribute to suboptimal coaptation of the thv valve leaflets and cause central insufficiency; it can lead to migration or embolization of the prosthesis. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 3 2022 data extract for mitral death event for the sapien 3 ultra valve. This report summarizes 1 reintervention - mitral valve death event for the sapien 3 ultra transcatheter heart valve. The age range for these events is 74 years. The breakdown for gender is as follows: 1 male.

Manufacturer narrative:
This supplemental MDR corrects section c - combination device and section g4 check box for combination product. During review of previous submissions, it was observed that the combination device field section g4 was marked as true by the system because the field in section c was left blank when the submission was initially populated. The ew devices submitted under this manufacturing report are not considered combination devices.